Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a planning system being used outside of a procedure. It was reported that the navigation system was unresponsive and stacked when using the stealthviz application software. It was reported that the navigation system restarted and was unresponsive during the sessions/ additionally,. It was reported that the user was unable to turn on "statistics mode" in the application software. There was no patient present when this issue was identified.